Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified a large amount of wear at the implant threads with bone tissue trephined out. The implant internal collar is noted to be fractured, leaving the seating surface non-functional. The product was too badly damaged to accurately measure. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 62154020. It is noted under ncr no. 35686 that a manufacturing non-conformance was detected at the chamfer edge of the implant collar. This is considered related, as this is the same feature that fractured in the implant. The nc was caught, and a 100% sort was conducted, eliminating 135 parts and retaining 293. It was confirmed that all operations and inspections following the re-sort were executed as per i01.01 rev 40 in terms of nc severity and investigation level. No further deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Approved parts were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62154020) for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction had occur and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution in the condition it was returned. No new failure mode, harm, or hazardous situation was identified through the investigation performed. Complaints will be monitored for additional failures that could be attributed to ncr no. (B)(4). The following sections have been updated: date of this report. Expiration date and UDI. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes'. Device manufacture date. Evaluation codes. Additional narrative.

Manufacturer narrative:
(B)(4) additional PMA/510(k) numbers: k013227.

Event description:
It was reported that the implant fractured by the collar. Tooth location 47.